Event description:
It has been reported to co that during the procedure after successfully crossing the lesion, while pulling the wire back, the tip of the wire broke off. The physician was able to retrieve the tip by the use of a snare. The pt is reported to be in stable condition. The device is not being returned for co analysis.